Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief. The root cause for the strained cable could not be positively identified, but the damage was likely caused by excessive force. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.

Event description:
The nurse of (B)(6) male pt called zoll customer support to report that the pt's electrode belt had a damaged cable. The pt was issued a replacement electrode belt.